Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that the sharps containers did not have lids could not be verified due to the product not being returned for failure investigation. Based on the information provided, the DHR review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reporting failure mode (missing lids). If additional information that would help to determine the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured for tracking and trending purposes. H3 other text : see h10.

Event description:
It was reported while using bd¿ large sharps collector 34l the lid was missing on 8 pieces. There was no report of patient impact. The following information was provided by the initial reporter: the sharps containers did not have lids. 1 case of 8 pieces.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ large sharps collector 34l the lid was missing on 8 pieces. There was no report of patient impact. The following information was provided by the initial reporter: the sharps containers did not have lids. 1 case of 8 pieces.